Event description:
The patient fell and began experiencing shocking from the upper back to the shoulder area when the implantable neurostimulator was turned on. She also began to feel a burning sensation at the implantable neurostimulator pocket after the fall. The patient had appropriate coverage prior to the fall. Impedances were greater than 4000 ohms on multiple bipolar electrode pairs. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).